Event description:
It was reported that the customer kept getting a wet spot on her clothes and did not know exactly where the leakage was coming from, but there was moisture inside the reservoir compartment. It was stated that she threw away the reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.